Event description:
A balloon ruptured and detached from the catheter shaft after the second inflation during an angioplasty of a venous stenosis. Retrieval of the balloon utilizing a hemostat was uneventful. There were no pt complications involved and the angioplasty had been successfully completed with this unit. This device is not available for eval. Therefore, no failure analysis will be available. Balloon rupture or balloon leakeage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated this balloon was inflated without the use of a pressure gauge which co believes contributed to this event and does not attribute it to the device. However evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "it is essential that an inflation device with a pressure gauge (its c/n 15-101 or its equivalent) be used to monitor pressure within the balloon to detemine the adequate dilation force is applied while not exceeding the maximum limits of the product. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."